Event description:
It was reported that insulin pump's display is badly scratched. The blood glucose level was not included in the report. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump was monitored for several days and no unexpected bolus delivery noted. Device was received in with cracks to the case, reservoir tube lip, belt clip slot, battery tub threads, scratched lcd window and missing end cap sticker.